Event description:
A peritoneal dialysis (pd) patient a drain complication alarm during drain 0. She contacted technical support who assisted the patient in advancing to fill 1. While filling the patient noticed fluid on her leg and reported that the connection to her patient line was loose. The patient was advised to discontinue treatment and contacted her pd nurse. The set was discarded. During follow up, the patient's pd nurse reported that the patient had not had any infections. She had discussed this with the patient and determined that she had not tightened the patient line connection enough and there was a small leak. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.